Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reportedly had squamos cell lung cancer and expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient reportedly had squamos cell lung cancer and expired. The manufacturer previously reported the incorrect date of 01/05/2021 in section b4. The correct date for b4 is 01/05/2022.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The paitent reportedly had squamos cell lung cancer and expired. There was no medical intervention required by the patient. The reported event of squamos cell lung cancer and expired and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported a patient was diagnosed with squamous cell lung cancer and expired. The manufacturer previously reported this allegation as a product problem only. After further review by the manufacturer, it was determined this allegation should have been reported as an adverse event, product problem, and death. The manufacturer has updated section b1, b2, h1 and h6 in this report.